Event description:
Report received from an international affiliate of a possible operator error in programming the device that resulted in the pt receiving more "saline solution" than intended. Reportedly, the pump was programmed to deliver an unspecified saline solution at a rate of 100ml/hr with a vtbi (volume to be infused) of 950ml. No further programming parameters were provided. The customer contact stated, "pump was programmed at 100 ml/hr and delivered 1000ml in one hour." There were no reported adverse pt effects. During testing by the user facility, "repeated testing of the pump began at both the reported rate of 100ml/hr and 300ml/hr and the accuracy was found to be consistent at +-1%" though requested, no additional information was provided.